Event description:
It was reported the pt had a non-unioning fusion procedure on (B)(6) 2011. After the procedure, the pt had dropped cigarettes on her surgical dressing and had third degree burns. The pt had been in a burn unit for 3.5 weeks. It was reported the pt could not increase her stimulation. On (B)(6) 2011, an x-ray determined the pt's lead had migrated out of the epidural space. It was reported the pt could not remember when stimulation had changed, since she had been on heavy medication. It was reported add'l surgical intervention would be scheduled to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.